Event description:
A (B)(6) yo man presented with acute ischemic stroke from the m1 segment of the right mca occlusion. He had nihss score of 23 on arrival. He underwent emergent endovascular thrombectomy. During the procedure, the penumbra jet 7 reperfusion catheter tip broke and inflated in the supraclinoid segment of the internal carotid artery while the surgeon injecting contrast for angiographic run. The broken piece of the jet 7 catheter ruptured the supraclinoid segment of the internal carotid artery and caused massive subarachnoid hemorrhage. Immediately after observing the hemorrhage, we attempted to advance a balloon catheter into ica to stop the bleeding. However, the broken segment of jet 7 was occluded and did not allow to pass the balloon catheter to the site of ica rupture. Attempts to remove jet 7 catheter without removing the guide catheter was unsuccessful too as the jet 7 tip was stuck at the tip of the guide catheter. Therefore, we had to remove both jet 7 and guide catheter together and to use a new guide catheter to access the right ica. Follow up angiographic run after placement of the new guide catheter in the right ica showed complete occlusion of the ica from cavernous segment likely from dissection. Stat CT scan of the head revealed diffuse sah. Evd was placed, however patient continued to have very poor neurological examination. His family decided on withdrawing the care after 48 hours due to poor prognosis. FDA safety report ID# (B)(4).